Event description:
A faulty chip in the infrared remote control circuitry caused the table with a pt on it to move towards the tube when no command was activated. Table motion was stopped only after hitting the emergency stop button. The anti-collision ring provided by the MFR on the collimation assembly would have stopped the motion also.